Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what type of procedure was the device used in? Don¿t know did retrieval of the broken blade tip alter the procedure in any way? No if yes, please explain. Is the broken blade tip being returned with the device? Don¿t know or, was the broken blade tip discarded?

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what type of procedure was the device used in? Did retrieval of the broken blade tip alter the procedure in any way? If yes, please explain. Is the broken blade tip being returned with the device? Or, was the broken blade tip discarded?

Event description:
It was reported that during an unknown procedure after two hours of use the inferior blade's device has broken. The part has fallen inside the patient and was removed. Another device was used to complete the procedure. No patient consequences.

Manufacturer narrative:
(B)(4). Additional information: batch # m9239u. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. Additionally, a plastic bag with fluids was returned along with the device. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch record was reviewed and no anomalies were noted during the manufacturing process.